Event description:
A malfunction identified as malf 12 was reported. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide specific information. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.